Manufacturer narrative:
(Presumptive) testing was performed at alere scarborough on retained kit lots 097003 with the following internal whole blood control samples:(B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 097003 was reviewed. The lot met the required release specifications. A review of the complaints reported as (B)(6) related to lot number 097003 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A false positive ab result was reported on a serum sample tested with the alere determine hiv 1/2 ag/ab combo on a (B)(6) pregnant female in active labor. Two tests from the same lot (097003) were performed. A (B)(6) result with the (B)(6) test was used to confirm the patient as (B)(6). There is insufficient information to determine if a malfunction occurred. The customer reported that no action was taken with the alere determine hiv 1/2 ag/ab combo results and that the patient had a normal delivery after confirmatory testing was completed.